Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17oct2018. The service engineer (se) inspected the device and found the internal jack was not making good contact and was dirty. The se cleaned the internal jack and the issue was addressed. The ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilator remote alarm was not working. No patient involvement. The event date was not specified; estimate used.